Event description:
Dealer states the replacement right side motor gearbox is defective making chair pull to the right. Part is under 6 months warranty. No injury reported. No additional information available per dealer. Reference order (B)(4).